Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 33 mg/dl. The customer reported crack on the battery compartment. Troubleshooting was performed and found that the customer has treated the low blood glucose event with food. It was unknown if the customer was using the pump within 48 hours of the reported event and if the auto-mode feature was active. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. The pump was received with cracked case (battery tube). The following were noted during visual inspection: minor scratched lcd window, scratched case, cracked keypad overlay, pillowing keypad overlay, faded serial number label. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. There were no boluses listed on the event date 31-dec-2023 in the pump history file. Please see below for the daily total of all insulin delivered on the event date 31-dec-2023 in the pump history file. (B)(6) 2024 00:00:00.000 daily totals. Daily total collection starttime = 12/31/2023 00:00:00.000. Dailytotaloall ins unindelivered = 9.9. Dailytotalofbasalinsulin delivered = 9.9. Dailytotalofboluins ulindelivered = 0. There were no auto suspend (12) alarm noted on the pump history file. There were no user suspended alarm noted on the event date 31-dec-2023 in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 31-dec-2023 in the pump history file. The pump passed the functional testing. Unable to confirm alleged low bgs. Cosmetic damage was confirmed at crack battery side compartment area at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.